Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient suspending pump and accessing prime menu).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 610mg/dl with vomiting, nausea, speech impairment, dizziness, cognitive impairment, and lightheadedness. The reporter stated that the 911/emergency protocol was initiated. The patient was taken to the hospital and treated with IV fluids and insulin via injection. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match and the variation is due to known cause , the pump was suspended and prime menu was accessed. The date is incorrect. This report is being made due to the bg excursion the patient experienced.

Manufacturer narrative:
Follow-up #1: date of submission 07/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the pump history shows the pump was manually suspended on (B)(6) 2016 19:04 and manually resumed at (B)(6) 2016 09:58. The last basal delivery was on (B)(6) 2016. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.